Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed mixing pump. Functional check showed that flow rate (fr) was 3.71, chiller temperature (t4) was 3.4c, mixing pump command (mpc) was 100 percentage. Mixing pump failure. Biomed stated they would replace the mixing pump. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device would not cool. Functional check showed that flow rate (fr) was 3.71, chiller temperature (t4) was 3.4c, mixing pump command (mpc) was 100 percentage. Mixing pump failure. Biomed stated they would replace the mixing pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed stated that the arctic sun device would not cool. Functional check showed that flow rate (fr) was 3.71, chiller temperature (t4) was 3.4c, mixing pump command (mpc) was 100 percentage. Mixing pump failure. Biomed stated they would replace the mixing pump.